Event description:
The manufacturer received information hodgkins lymphoma, cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer received information hodgkins lymphoma, cancer. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation during the evaluation, the device powered on and air flow was confirmed. The device's downloaded logs were reviewed by the third-party service center. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. Box: h has been updated.